Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This system was explanted at the patient's request. A new system was not implanted. The hospital retained the devices. Should additional information be received, this file will be updated.